Event description:
According to the patient on (B)(6) 2026, the nebulizer was not producing aerosolized medication. The patient reported missing approximately 10 doses as a result of the product issue.

Manufacturer narrative:
According to the patient on (B)(6) 2026, the nebulizer was not producing aerosolized medication. The patient reported missing approximately 10 doses as a result of the product issue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.